Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, xenon light source exhibited connector issues. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.